Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and confirmed the reported difficulty removing the balloon protective sheath. The shaft had separated during sheath removal attempts, which rendered the device unusable. While a search of the lot history record indicated no related non-conformance records for this specific lot. A chemical analysis was conducted on the device along with an expanded related record review, which identified a product issue potentially related to difficulty removing the sheath. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
It was reported that during device unpackaging and preparation, the yellow protective sheath could not be removed from the tip of the voyager balloon dilatation catheter. The device was not used. There was no patient involvement. A second device was used in the procedure. There was no reported adverse effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the balloon was returned inside the protective sheath and the proximal seal was located 5mm distal to the proximal end of the protective sheath. The inner member was separated at the proximal end of the proximal marker.